Event description:
It was reported that there was t-wave oversensing (twos) on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: dtma1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.